Event description:
It was reported the customer received a motor error alarm during a bolus delivery. Customer's blood glucose was 398 mg/dl. The mother stated the son's blood glucose was treated with the insulin pump. The customer could not recall any significant events leading to the alarm. Mother also stated they were able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).